Event description:
Patient in respiratory distress being transferred to the ICU. Pt complained of add'l respiratory distress during transport. Upon arrival in the ICU, pt was disphoretic, lethargic, and complaining of chest pain upon inspiration. Oxygen saturation was 56%. Compressed oxygen tank discovered to have the outlet (bushing/barb) totally occluded with solid white material and was not allowing the oxygen to flow through into the oxygen tubing to the pt.